Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 3 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 143 allegations of a malfunction, 61 pumps were returned to animas and investigated. Of the investigated pumps, 44 were found to be malfunctioning due to corrupted software and the continuous-glucose-monitor transceiver flex cable-connector was defective.

Event description:
This report summarizes 92 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call-service alarm cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-70 years of age and between 20 and 300 pounds. Of the reported patients, 35 were male, 57 were female, and 0 were unknown.